Manufacturer narrative:
Concomitant medical products: product ID: 6944-58 lead, implanted: (B)(6) 2007; 419478 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing a lead integrity alert (lia) and it was noted the right ventricular (rv) lead triggered the alert due to non-sustained ventricular tachycardia, abnormal lead impedance, oversensing of sensing integrity counter (sic) and noise. The healthcare professional noted the lia, sic and noise may have occurred while the patient was drilling and could have been holding onto a pipe that may have not been grounded. The physician then added that while the patient was sleeping in the hospital, they observed two episodes where ventricular pacing was not delivered for two beat cycles and pacing inhibition due to noise was noted. Further review indicated the rv lead impedance had been variable for months and the oversensing and sic were newer clinical observations. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.